Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that she needs assistance in programming the insulin pump. Customer's blood glucose was 486 mg/dl. The customer was treated for high blood glucose with injection. The customer was advised to follow up with the healthcare provider if current setting needs to be changed. The customer was assisted in programming time/date. The customer will wait until her husband is home to complete the pump programming. Customer declined to troubleshoot for high blood glucose because she had an appointment with her doctor.